Event description:
It was reported by the sales rep that during a cervical surgery on an unknown date, the patient had an eagle plus plate device inserted. After inserting the patient had an MRI which used a three tesla rating; and while the patient was trying to have the procedure done, he felt a heat in his neck at the area where the plate was inserted. The surgeon asked about the compatibility of the plate with 1.5 tesla. The status of the patient postoperatively was unknown. No additional information was provided. This complaint involves one (1) device.

Manufacturer narrative:
This report is for an unknown device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D2 d7: it is unknown if this single-use device was reprocessed and reused.